Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: pre-implantation cta dated (B)(6) 2024. ¿ an anatomical finding is ~3cm distal to the renal arteries, the aortic diameter narrows to 14.9mm. Images provided do not allow for evaluation in relation to the reported complaint. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat common iliac aneurysm (ibe) with small aortic aneurysm utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3). Reportedly, the physician had an issue with the reconstraining line. The device was deployed with no issues, it was reconstrained once to bring the graft down slightly and unconstrained without incident. After cannulation the surgeon attempted to remove the clear handle and after coming back approximately 3 inches, resistance was felt and the surgeon stopped pulling. The lock pin line was pulled on and removed but the reconstraining line was not pulling out. As the surgeon was able to access the ipsilateral line from the handle this was deployed and the whole deployment catheter was attempted to be removed. Resistance was still felt on the constraining line and at this point the line broke off of the clear handle and the whole delivery system came out leaving the reconstraining line in place. The surgeon inflated an aortic balloon in the main body graft and attempted to pull on the recontraining line but was unsuccessful in removing it. The decision was made to cut the constraining line at the femoral artery and it was pushed up into the external iliac artery. The surgeon then deployed two self expanding stents overtop of this line to jail it against the wall of the vessel (between the graft and aortic wall). A final angio run was completed, the aneurysm was excluded and the patient woke up and went to recovery.